Event description:
A physicist used a third party software to validate the leaf positions of the beam modulator and claims some of them to be more than 2mm out of position. Elekta are investigating

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
This is a newly installed machine undergoing commissioning. The customer is using 3rd party software and elekta investigated the customers results. The manufacturer's investigation concluded that the root cause was a calibration error. The calibration is checked by the qa protocol used by the customer and is detectable prior to use. The system continues to meet the customer's specifications.